Event description:
It was reported that the motor device became hot. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not lock cutter and therefore, the pretest could not be completed. It was determined that this was due to a damaged locking mechanism or debris in the locking mechanism. It was determined that this type of damage could very likely caused heat. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by user error, abuse and/ or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.